Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated high potassium results on a patient sample. Customer reported that they reran the sample multiple times and obtained consistently high results. Customer reported that the eic (electrolyte injection cup) was overfilling. Customer reported that fluid spilled on the tray. Customer reported that the tray inside the modular chemistry compartment was also full. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found line 24 was disconnected from the ratio pump. The fse reconnected line 24.

Manufacturer narrative:
(B)(4).